Event description:
A nurse requested product materials info for a pt using a full face CPAP mask. The pt was treated for contact dermatitis on the bridge of the nose and near the eye. The pt had also seen an optometrist to have their eye examined and it looked "really bad". The nurse stated that the pt is "an allergic person" and has been in her treatment before. Although nothing specific was mentioned, the pt had used another fisher & paykel healthcare mask before (model unknown) and had a rash, but when the pt started using this mask, the condition worsened immediately. The nurse had given the pt prednisone.

Manufacturer narrative:
The device was unavailable for investigation and no lot number was provided. Analysis is based on the event description provided and previous experience. Results: while it was stated that an allergic reaction occurred on the bridge of the nose with the mask material, the actual injury is more likely to be from a pressure sore occurring on this area of the nose. Pressure sores on the nose are possible when the pt overtightens the mask for a prolonged period, or by sleeping habit. Increased tightening may occur in some patients to improve the sealing of the mask to suit their unique facial contour. The mask has no contact around the eye. It is possible that air from the CPAP was leaking from a poor seal near the bridge of the nose onto the eye, causing drying and irritation of the eye. Conclusion: there was no info suggesting a malfunction with the device and materials have biocompatibility testing to iso. The pt is due to follow up with the nurse. We have rec'd similar complaints of pressure sores and our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 0.005%.